Event description:
Serfas energy unit being used intra-operatively on shoulder arthroscopy. (Wand 90-s 3.5 mm). After use on patient the unit alarmed while not in use- "e8 error code." Wand changed and unit reset. At end of case, patient noted to have "reddened area, weeping area less than 1 cm in size" at portal site of shoulder.